Manufacturer narrative:
Exemption number e2016018. (B)(4). Result of examination: the history files were read out and analyzed. On the date of event three upstream alerts alarm were found logged. The sample was subjected to a visual and functional examination. The device was slightly contaminated and showed age-related marks of use. The device passed the self test with a positive result. The spaceline, which was engaged for testing purposes, was dependably identified and could be selected. A start-up was possible without reservations. To test the alarm function, an infusion was started and the roller clamp was closed. A few minutes later the device alerted correctly. No damages, which were able to cause the reported error pattern, were discovered inside. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been already provided by user facility for investigation at bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland): no alarm